Manufacturer narrative:
Based upon the clinical assessment, the reported type iiia endoleak was confirmed. Based upon the investigation, a root cause was not definitely identified and therefore, identification of a design or manufacturing issue is inconclusive. The clinical review identified the following factors that may have contributed to the patient outcome: product use was incongruent with the IFU due to: a 24% change in the aortic neck diameter (conical); and, the right common iliac artery aneurysm of greater than 2.3 cm (4.5 cm). Cautionary product use conditions that might have contributed to this event included: the presence of moderate severe calcifications in the left common iliac artery; and the observed stenosis at the confluence of the left hypogastric artery. Patient factors that might have contributed to this event includes use of antiplatelet therapy (aspirin and plavix).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had a procedure on (B)(6) 2012 with a bifurcated device, a suprarenal and a limb extension. Reportedly on follow up, CT scan showed an endoleak type iiia and the patient was stable with claudication. On (B)(6) 2015, the physician elected to treat the endoleak with two limb stent grafts. It was reported the patient is doing fine.